Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice was evaluated by the product analysis lab (pal). The homechoice passed the return instrument test/evaluation (rite) functional test, but failed the electrical test due to a ground bond failing performance specifications. The assignable cause of the rite failure was determined to be caused by a loose setscrew on the door post. The screw was tightened and the device measured within specification. The door post will be scrapped during servicing.